Event description:
The user facility reported the patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Impella cp insertion site post coronary artery bypass graft (CABG) surgery had bleeding issues. The physician attempted to control bleeding with mattress sutures around impella catheter without success. As the patient was stable post CABG surgery and able to maintain adequate hemodynamics without support, the decision was made to remove the impella pump.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The instructions for use referenced in the initial report is for the impella cp with smart assist system in sections general patient care considerations, entering cardiac output, and potential adverse events (united states). D4-updated model number.